Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook instrument to perform failure analysis. The instrument was found to have grip axis 6 input disk completely broken into pieces inside the housing. The complaint was confirmed by failure analysis

Event description:
It was reported that during a da vinci-assisted liver wedge resection surgical procedure, the permanent cautery hook instrument had non-intuitive motion. The procedure was completed with no reported injury.